Event description:
Before a scheduled procedure on a glomus swannoma a pre-use function test was conducted on a powered handpiece, the device immediately overheated in the surgeons' hands and the surgeon did not want to use it. There was an approximate one hour delay for the surgery to replace the device. There was no reported patient contact or injury.

Manufacturer narrative:
Return date: (B)(6) 2012. Performed by quality engineer - assembly functional test was performed on the returned handpiece for temperature/voltage monitoring during test. Overheating was confirmed with the nose and middle temperature points reaching over 140 degrees f; the maximum acceptable temperature for the test is 131 degrees f. The motor housing irrigation channel was checked for blockage; none was found. No physical damage or corrosion was visible on the handpiece. The investigation has confirmed the complaint; however, the root cause has not been identified. Temperature testing is performed on visao handpieces during both the manufacturing functional and qa inspections.

Manufacturer narrative:
(B)(4). Device not returned. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. Device description: a powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. Some bur and blade features are a curved design that can provide visibility and access during cochleostomies, middle fossa acoustic neuromas, and infralabyrinthine approaches to the petrous apex. An outer, non-rotating tube on curved burs helps protect critical anatomy from mechanical injury. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.